Event description:
A report was received that the patient was having charging difficulty. Patient's database analysis indicated that the device exhibits premature battery depletion. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having charging difficulty. Patient's database analysis indicated that the device exhibits premature battery depletion. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis confirmed the complaint. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was 13mv per day which is slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other visual, performance, electrical and photographic imaging tests performed.